Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the leadless implantable pulse generator (ipg) was deployed, but "measurement data was poor." The device was recaptured and on the next attempt, the physician noted that the delivery system was "affected by heat stress and there was an anomaly in the shape." The system was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ipg exhibited high thresholds and low sensing.